Manufacturer narrative:
(B)(4) improper or incorrect procedure or method (failure to follow instructions).

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after advancing the knot to the arterial surface with the suture trimmer and with a guide wire remaining in the vessel, bleeding continued. Although the tech was instructed to cut the suture distal to the knot, the suture was pulled out from the vessel until it snapped causing a piece of arterial tissue to be detached from the artery. A doppler performed found that the distal pulses were present, but an angiogram revealed an occlusion at the access site. Treatment was not specified. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Subsequent to the initial medwatch report, the following information was received: the angiogram performed directly after arteriotomy closure initially indicated an occlusion at the access site, after further evaluation, what was believed to be an occlusion was a defect on the angiogram. There was no occlusion. No treatment was required. Additionally, a non-abbott hemostatic sheath was used to obtain hemostasis. Though requested, no additional information was provided.